Event description:
It was reported that this event involved a pt with a medical history of severe cardiovascular problems. An iab was inserted in 2003 and 2 days later a balloon rupture was suspected since there was blood in the catheter and the pump alarmed. Because of this, the iab was removed. There were no associated pt complications.